Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the brand of island dressing that has been switched, island dressing 50/box, that he has been receiving was pulling his skin off. The patient would like to receive the brand that was previously in use. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).